Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient's device was replaced (B)(6) 2018 as planned and the current status of the device was the hcp had it. No further complications were reported or are anticipated regarding this event.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had an uncomfortable stimulation. The patient does not think her device was working right, she felt the vibration across her but and crotch all the time when she was sitting down. The patient feels the stimulation all the time. Also, she stated she knows when it's switched, the stimulation is supposed to be felt a little bit and supposed to go away. The patient doesn't want to turn the stimulation off every time she sits down. The patient further stated her device was not even on, all 4 programs were at 0v. During troubleshooting, the programmer showed the implantable neurostimulator (ins) was on. She was assisted to turn the ins off, the patient still felt the sensation. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient couldn't think of any circumstances that led to the device not working right, feeling stimulation when she sits down, and feeling sensation when the ins was turned off. The patient also reported that no steps were taken to resolve the device not working right and that an explant was planned for (B)(6) 2018. No further complications were reported or are anticipated regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the cause of the reported device issues was not found and the device was explanted successfully. No further complications were reported or are anticipated regarding this event.